Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized in intensive care for diabetic ketoacidosis and the inability to walk while he was traveling in italy. The customer stated prior to the event, he had been suffering from work-related stress and had been in a rush through out the day. The customer also stated that he had blank display anomaly that had been resolved by having the battery cap replaced. More recently, the customer stated that he had received a no delivery alarm and then two motor error alarms while trying to fix the insulin pump. Troubleshooting was performed. The insulin pump passed the displacement test but gave a motor error alarm during priming. The customer mentioned that he was unable to push insulin into the tubing. It was then found that changing the infusion set resolved this issue. Nothing further was reported.